Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. The device was externally visually inspected and failed due to damaged usb pins from j3. The receiver failed to charge and reboot due to damaged usb pins from j3. The receiver log download and functional testing were unable to be performed due to damaged usb pins from j3. The receiver was opened and the internal inspection passed. Confirmation of the allegation and a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unexpected receiver shutdown occurred. No data was provided for evaluation. Confirmation of the allegation and a root cause could not be determined. No injury or medical intervention was reported.